Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, tire roll off. Tire has broken or rolled off from left rear wheel. This chair does not have pneumatic tires to go flat. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, tire roll off. Tire has broken or rolled off from left rear wheel. This chair does not have pneumatic tires to go flat.